Manufacturer narrative:
All of the buttons functioned properly however, found moisture damage on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported call that they woke up and the insulin pump was alarming button error and the buttons have an intermittent response. Blood glucose value was 14.3 mmol/l. The insulin pump was not bumped or dropped and the buttons were not pressed for longer than 3 minutes. The customer changed the battery but anomaly persisted.